Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned submerged in clear liquid inside a cylindrical tube. A blue lid was on one end of this container and a pink lid was on the opposite end. The lens was removed and allowed to air dry. The optic was cut into two pieces, typical of an insertion and removal. The anterior optic surface of one optic portion has three long scratches. The power and resolution could not be retested due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. The optic also has scratches. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company, 20.5 diopter (add power plus 2.2/ plus 3.2) lens was replaced with an unspecified lens model. Additional information was provided the initial lens was implanted on (B)(6) 2020 and explanted on (B)(6) 2023. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced discomfort. The lens was exchanged for another lens model 35 month 12 days following the initial procedure. Additional information was received and stated, the patient only experienced discomfort and no vision.